Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an abdominal aorta aneurysm stent graft procedure in the common femoral artery. Reportedly, three proglide devices did not deploy, two devices were used in the right common femoral artery and one was used in the left. Four additional proglide devices were used, two used in the left side and two in the right side, to complete the procedure. A 6fr sheath was used to place the proglide sutures, then upsided to an 18fr sheath to perform the stent graft. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances relevant to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.